Event description:
The customer reported a leak from the cap piercer of the unicel dxc 600 pro synchron system. The customer indicated that approximately 2 milliliters of cts auto-gloss (cap piercer cutting blades lubricating agent) leaked but was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the cap piercer assembly to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. The cap piercer was then returned to beckman coulter for further evaluation but testing could not reproduce the leak. In conclusion, although testing of the returned cap piercer assembly could not reproduce the leak, replacement of the cap piercer assembly resolved the leak at the customer's site. (B)(4).